Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient received two leads with the same lot number. It was reported the patient's experiencing stimulation in the wrong location. Reportedly, x-rays were ordered as the next course of action. Follow-up identified reprogramming was attempted to no avail and diagnostic testing revealed one contact with high impedance values. As a result, surgical intervention may be undertaken at a future date to address the issue.